Event description:
The customer reported that she experienced a little pain from the sensors and that some of the sensors had malfunctioned. The blood glucose reading was 107 mg/dl. During troubleshooting, the patient found that the sensor was bent and also, the sensor fell out of the serter when the serter was removed. The proper insertion methodology was explained to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.